Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: red particles, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified creases fold, non-penetrating nicks, two striated openings on posterior, sharp opening on posterior. Base on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening and two striated openings due to surgical damage consist in the use of some surgical tool. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.